Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4), a microbore catheter extension set with one-link connector in which a no flow occurred. According to the report, the extension tubing set had not yet been used and was clamped for two hours when a nurse attempted to open the slide clamp to deliver a pump infusion. When the clamp was taken off, there was a kink in the tubing located where the slide clamp had been. They were attempting to administer the patient's night medication which was likely an anti-biotic. The pump started alarming and the nurse could not "massage" tubing where clamped to open the line. The extension set was being used with a clearlink continu-flo administration set and a colleague triple pump. The extension set was changed and the infusion was delivered. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.